Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system generated an erroneously elevated total thyroxine (access total t4) result greater than 32 ug/dl for one patient. The result was not reported out of the laboratory. Repeat testing after checking fibrin clots with a wooden stick produced a result of 6.9 ug/dl within the normal reference range, and this result was reported. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Note: access total t4 reference range is 6.09 - 12.23 ug/dl.

Manufacturer narrative:
The sample was collected in a 13x75mm serum separator tube. Centrifugation information was not provided. The customer struggled with low qc in the morning. After recalibration, the results were still below the mean but closer to -1sd than -2sd. System check data was not supplied. A bec field service engineer (fse) visited the site on (B)(4) 2011 and replaced a roller spinner. The fse verified hardware operation by performing a system check, a high sensitivity system check, and a carryover test. All results were within the instrument specifications. The fse also completed calibrations and qc, which resulted within the established limits.

Manufacturer narrative:
The correct name, model number and catalog number of the instrument are unicel dxi 600 access immunoassay system, dxi 600, and a30260, respectively.

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 600 access immunoassay system generated an erroneously elevated total thyroxine (access total t4) result greater than 32 ?g/dl for one patient.